Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. The patient remained stable throughout the procedure.